Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result with the subject meter of ¿112 mg/dl¿ compared to ¿97 mg/dl¿ with another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate result, she continued with her usual diabetes management routine. She reported that on a date and time unknown, she developed symptoms of ¿vomiting.¿ she claimed that she was hospitalized and on (B)(6) 2015, she received ¿IV fluids¿ from a healthcare professional (hcp) to treat her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.